Event description:
It was reported to boston scientific corporation in 2008 that a hemostatic clipping device was used during a procedure a week prior. (Patient gender, age and weight unknown) according to the complaint, "the device was introduced in the endoscope but then the clip did not come out of the sheath. Impossible to deploy it". The case was completed with another hemostatic clipping device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
Product analysis: product was inspected when received. One device was returned for evaluation. Upon investigation, it was noticed that the sheath grip was detached from the over sheath. The clip assembly was located 6cm inside the over sheath. By grasping the over sheath by hand the clip assembly could be exposed. The clip assembly was then actuated several time and then deployed as per design. Root cause was determined to be use / user error.